Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. The motor was tested outside the device and it passed. No motor position encoder error alarm was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a motor error alarm during bolus. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer stated that they found motor position encoder error alarm. The insulin pump will be returned for analysis.